Manufacturer narrative:
Additional information: d10, h3, h6, h10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room with the implantable cardioverter-defibrillator eroded through the skin. There was a positive culture for infection. The physician decided to remove the device. No replacement was implanted. The patient was stable.